Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule produced a short study. The study is 2 hours and 53 minutes long. It is unknown if a repeat procedure will be performed. No other known adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one study was received for evaluation. The duration of the study was 2:53 hours instead of 48 hours. All ph values are normal throughout the study. The study was cut off and the graph of the study shows the procedure until a sudden stop and the graph does not continue, indicating that the reported condition was confirmed. Replication of the reported condition can occur if the recorder's battery discharged prematurely, the recorder's battery was not fully charged, or if the patient stopped the recording by mistake. The recorder was not returned for evaluation so a root cause for recorder stoppage could not be determined. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.